Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the burning smell was due to an overheating solenoid on medcart matrix aux drawer 2. No scorching occurred outside the solenoid, but some scorching and melted tape were observed on the solenoid coil. A field service engineer replaced the solenoid and controller card, but the drawer was not found. The engineer then replaced the controller card with the pyxibus version on this and two other matrix drawers that would not recover. The drawers were configured and tested to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a burning smell. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the user experienced burning smell. The customer unplugged the machine to prevent further damage. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there was thermal damage observed on the assy solenoid 6 in lead matrix. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name - (B)(6) medical center. Additional information: section h imdrf annex codes and section b describe event or problem. Correction: section d medical device model, unique device identifier (UDI), section e initial reporter facility name, section g report source and manufacturing location. The reported condition of "burning smell" was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported a burning smell due to an overheating solenoid on medcart matrix aux drawer 2. No scorching occurred outside the solenoid; however, some scorching and melted tape were observed on the solenoid coil. The solenoid was replaced along with the controller card. The drawer was not found, and the controller card was replaced with a pyxisbus version on this unit and two other matrix drawers that failed to recover. The drawers were configured and tested, and the customer tested functionality via the inventory function of the application with no issues observed. During dchu visual inspection: pn 119579-01: the unit was received with pronounced discoloration and thermal deformation of the coil insulation. The coil cover exhibits a charred and degraded appearance with localized dark spots, consistent with overheating damage. Exposed copper windings were also observed, indicating insulation failure. Pn 7210-1: all the units were in good condition with no signs of physical damage, loose components, fluid ingress or missing components. During dchu testing: pn 119579-01: no testing was required due to evidence of thermal damage with visible discoloration and degraded appearance with localized dark spots, on the coil cover, indicative of an overheating condition. Pn 7210-1: testing was performed on an esd protected surface using a calibrated digital multimeter on the four returned pcba dc matrix control units measuring resistance and continuity on resistors and diodes with no anomalies detected and the hardware test application (hta) confirmed all diagnostic tests were completed successfully with no anomalies or intermittent behavior observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as a faulty "assy solenoid 6 in lead matrix", pn 119579-01, which exhibited thermal damage in the coil, leading to a loss of power and consequently preventing proper operation. This condition is consistent with the customer's report indicating that the station was emitting a burning smell.